Event description:
Hospital ICU personnel responded to a patient described as in full cardiac arrest. The patient was connected to the device for external pacing. According to the reporter, the device would not pace the patient. A backup device was immediately called for and used. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability and the immediate availability of a back up defibrillator.